Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the casters have cracked and came off of the hub on this chair.